Event description:
Patient experienced an open comminuted fracture of the right proximal tibia with avulsion of tibial tubercle, simple fracture right distal diaphyseal tibia, mildly comminuted proximal right fibula fracture, distal shaft fracture of right fibula, fracture right clavicle and torn rotator cuff in a motorcycle accident. Patient underwent procedure to place a liss plate with repair of avulsion of tibial tubercle, a semitubular plate, and a medial locking plate. Patient subsequently reported increased pain. Patient underwent revision for tibial nonunion. A new plate was placed with allograft bone graft and op-1.

Manufacturer narrative:
Additional information has been requested. Manufacturer site and manufacture date cannot be determined without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned. Manufacturing records cannot be reviewed without a lot number.